Manufacturer narrative:
The device was not returned to stryker sustainability solutions for evaluation. The facility did not save the device for return. As the device was not returned for evaluation, inspection was unable to be performed. A review of the DHR could not be performed as the lot number and/or serial number was not reported. The reported event could be attributed to: cable kinked or bent. Mishandling and excessive leverage on the device. Introduce bend or kink during set-up or usage. The instructions for use (IFU) state: before using the myosure tissue removal system for the first time, please review all available product information. Use only the myosure control unit to connect to the reprocessed myosure tissue removal device. Use of any other drive mechanism may result in failure of the device to operate or lead to patient or physician injury. If visualization is lost at any point during a procedure, stop cutting immediately. Periodic irrigation of the tissue removal device tip is recommended to provide adequate cooling and to prevent accumulation of excised materials in the surgical site. Ensure that vacuum pressure >200 mm hg is available before commencing surgery. Before using the myosure tissue removal system, you should be experienced in hysteroscopic surgery with powered instruments. Healthy uterine tissue can be injured by improper use of the tissue removal device. Use every available means to avoid such injury. Do not use the reprocessed myosure xl tissue removal device to resect tissue that is adjacent to an implant. When resecting tissue in patients that have implants, assure that: the reprocessed myosure xl tissue removal devices cutting window is facing away from (i.e. 180¿ opposite) the implant; the visual field is clear; and the reprocessed myosure xl tissue removal devices cutting window is engaged in tissue and is moved away from the implant as tissue resection proceeds. In the event an implant becomes entangled with a myosure cutter, the following steps are recommended: cease cutting immediately: kink the reprocessed myosure xl tissue removal devices outflow tube to prevent a loss of uterine distension; disconnect the reprocessed myosure xl tissue removal devices drive cable from the control box; grasp the end of the reprocessed myosure xl tissue removal device drive cable with a hemostat or other clamping device; hold the drive cable hub and tissue removal device to prevent twisting; open the tissue removal devices cutting window by manually twisting the hemostat counterclockwise; and gently pull the reprocessed myosure xl tissue removal device into the hysteroscope to detach the reprocessed myosure xl device from the implant. To assure optimal performance, replace the tissue removal device after 2 hours of cutting time. Do not rotate the tissue removal device >180¿ if the tissue removal device is not running. The cutting window may open up which will lead to inability to maintain distension. If such situation occurs, just tap the foot pedal once or twice to run the tissue removal device; the cutting window will then close automatically. If it appears that the tissue removal devices cutter blade has stopped rotating during a procedure, check to ensure that all connections to the tissue removal device and the control unit (both mechanical and electrical) are secure and that the drive cable has not wrapped into a loop. To avoid perforation, keep the device tip under direct visualization and exercise care at all times when maneuvering it or cutting tissue close to uterine wall. Never use the device tip as a probe or dissecting tool. Exercise care when inserting or removing the device. Excessive bending of the device distal tip can cause the tissue removal devices cutter to come out of the cutting window. If such damage occurs, replace the device immediately. Do not allow the rotating portion of the tissue removal device to touch any metallic object such as a hysteroscope or sheath. Damage to both instruments is likely. Damage to the tissue removal device can range from a slight distortion or dulling of the cutting edge to actual fracture of the tip in vivo. If such contact does occur, inspect the tip. If you find cracks, fractures, or dulling, or if you have any other reason to suspect a tissue removal device is damaged, replace it immediately. Excessive leverage on the tissue removal device does not improve cutting performance and, in extreme cases, may result in wear, degradation, and seizing of the inner assembly. The reported event will continue to be monitored through post-market surveillance. Should the device become available for return, the investigation will be reopened.

Event description:
It was reported that half-way through the procedure, the myosure device cord started shaking and the blade would not work. There was no patient injury, or extended procedure time reported. However, the physician could not finish the case and the patient will have to come back to get the last third of their fibroid out. The patient was stable following the initial procedure that was not completed. The complainant is not aware of the patient's condition now, if the patient has had the follow-up procedure or has been rescheduled for a follow-up procedure. These are commonly used devices that are readily available.